Event description:
On (B)(6) 2010, pt reported he was hospitalized for hyperglycemia. On (B)(6) 2010, wife found pt "passed out" in bed. Pt does not remember any details surrounding the event. During the days leading up to event, blood glucose was in 200 mg/dl range. Normal blood glucose is 140-175 mg/dl. Pt corrects elevated blood glucose by delivering a bolus. Wife called 911 after she found pt and blood glucose was 1200 mg/dl. Pt was admitted to hospital and was still there at time of report. Pt was taken off of infusion device and was on insulin injections. No errors were received on infusion device. Pt changes infusion headset every 5 days and was advised on MFR recommendation. On day of event, infusion headset had been in use for 2 days. Infusion tubing is changed every 5 days. Adapter has not been changed "in a long time," and pt was advised on MFR recommendation. Insulin cartridges are not reused. Correct type of battery is used in infusion device. There was no blood in the infusion set, and pt does not believe it leaked or became dislodged. Basal rates and time were programmed correctly. There were no changes to diet, medication, or stress. Infusion device was not dropped or cracked or exposed to water or moisture. Follow-up was completed with pt. Pt was discharged from hospital on (B)(6) 2010, and was diagnosed with an infection. Pt did not believe the infusion device caused this issue. Pt was back on infusion device and blood glucose has since regulated back to normal range. No product was requested for eval.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging that pc remains on the meter display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.